Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and reported that the pump's fiber optic module was not functioning properly. The unit would not zero as reported. The stm removed and replaced fiber optic assy as required. The unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported by the customer. The fiber optic vent button in the cs300 intra-aortic balloon pump (iabp) was not functioning. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.